Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of morbid obesity with secondary hypercoagulability state and high risk for thromboembolic phenomenon. The first attempt to implant the device was via the right common femoral vein. During the procedure there was some arterial bleeding. The report states that this may have been caused by an injury or laceration to a side branch during the puncture. There was no direct injury to the femoral artery. A hematoma developed and the femoral approach was abandoned. Subsequently, the filter was implanted via the subclavian vein. It was placed at the l3 level. The patient tolerated the procedure well. Eleven years and eight months after the index procedure, the patient had a thrombolysis and angiojet of the bilateral iliac veins and inferior vena cava due to obstruction by the thrombosed filter. It was recommended that the filter be removed. Eleven years and nine months after the index procedure, the patient was re-evaluated. The patient presented with no symptoms of lower extremity swelling. However, the patient had rethrombosed the inferior vena cava and the external iliac veins while on oral anticoagulation therapy. This was thought to be a contraindication for removal of the filter. The patient was asymptomatic and it was determined that the filter would not be removed.   Additional information received per the patient profile form (ppf) states that the patient experienced post-implant deep vein thrombosis (dvt)/pulmonary embolism (pe) and the filter was unable to be retrieved. The form states that eleven years and nine months after the index procedure, there was an unsuccessful percutaneous removal procedure. The patient also experienced swelling in the lower extremities due to blood clots. The ppf states that there was an unsuccessful attempt to remove the filter eleven years and nine months after the index procedure. The medical records reveal that eleven years and eight months after the index procedure, the patient had thrombolysis and angiojet procedures. Eleven years and nine months after the index procedure, a venocavagram was done to evaluate the patient. The medical records state, "therefore no attempt at removing the ivc filter was performed." As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Medical history includes morbid obesity with secondary hypercoagulability state and high risk for thromboembolic phenomenon. The first attempt to implant the device was via the right common femoral vein. During the procedure there was some arterial bleeding. The report states that this may have been caused by an injury or laceration to a side branch during the puncture. There was no direct injury to the femoral artery. A hematoma developed and the femoral approach was abandoned. Subsequently, the filter was implanted via the subclavian vein. It was placed at the l3 level. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to post-implant deep vein thrombosis (dvt)/pulmonary embolism (pe) and the filter being unable to be retrieved. Eleven years and eight months after the index procedure, the patient had thrombolysis and angiojet of the bilateral iliac veins and inferior vena cava due to obstruction by the thrombosed filter. It was recommended that the filter be removed. Eleven years and nine months after the index procedure, the patient was re-evaluated. The patient presented with no symptoms of lower extremity swelling. However, the patient had rethrombosed the inferior vena cava and the external iliac veins while on oral anticoagulation therapy. This was a contraindication for removal of the filter. The patient was asymptomatic, and it was determined that the filter would not be removed. Per the patient profile form (ppf), the patient reports post-implant deep vein thrombosis (dvt)/pulmonary embolism (pe) and the filter was unable to be retrieved. And, eleven years and nine months after the index procedure, there was an unsuccessful percutaneous removal procedure. The patient also experienced swelling in the lower extremities due to blood clots. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, dvt and occlusive thrombosis within the filter and vasculature, with swelling of the legs, do not represent a device malfunction. Post procedure pulmonary embolism is a known potential adverse event associated with the use of the ivc filters. These events may be related to excessive clot burden from underlying patient specific factors. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to post-implant deep vein thrombosis (dvt)/pulmonary embolism (pe) and the filter being unable to be retrieved. As a direct and proximate result of these malfunctions the patient, suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Deep vein thrombosis (dvt) occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, possibly leading to lower extremity pain and swelling. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. The presence of these clots do not represent a device malfunction. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to post-implant deep vein thrombosis (dvt)/pulmonary embolism (pe) and the filter being unable to be retrieved. As a direct and proximate result of these malfunctions the patient, suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.